Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion multiple times" was not reproduced. A review of the event history log revealed "downstream occlusion multiple times" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was out of calibration force sensor. The force sensor is required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion multiple times during testing in the biomedical service department.. There was no patient involvement. No additional information is available.